Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had balance issues due to high blood glucose. It was reported the customer fell and broke two bones in their wrist. The customer believed the fall was diabetes related. Customer's blood glucose was 181 mg/dl at the time of the call. The customer did not provide a blood glucose at the time of incident. The customer declined to return the insulin pump for analysis.